Manufacturer narrative:
The patient's dob, age at time of event, or weight is unknown. This information was not available from the facility. The angiosculpt device got stuck in the guiding sheath; therefore, the device and sheath were removed as a unit. Placement of a new sheath and balloon device was required to treat the patient, resulting in a prolonged procedure. In addition, the scoring element detached from the intermediate bond, but remained intact at the distal bond. Recurrence of the malfunction could result in a vessel dissection/perforation or may require surgical intervention for device removal. Patient information regarding relevant tests/laboratory data or medical history are unknown. The information was not available from the facility. Foreign - (B)(6). The angiosculpt device was returned with a y-adapter, connector tubing, stopcock, and sheath still intact. Visual examination found a damaged distal bond and disruption. The scoring element was detached from the damaged intermediate bond, but still intact to the distal bond. Three scoring element rings and all struts were bent at the distal end. In addition, the proximal end of the scoring element was severely mangled. The transition tubing was wrinkled and pulled distally over the balloon and proximal marker band. Multiple kinks were observed on the shaft. Due to the condition of the returned device, the proximal shaft was cut to allow removal from the sheath. Under microscopic inspection, damage was observed around the opening of the sheath. Based on the returned product evaluation, it is probable that the detached scoring element was due to improper handling during use. Per the IFU, retained device component is listed as a possible adverse effect of the procedure.

Event description:
The angiosculpt device was used together with a rikishi guiding sheath to treat the sfa. Upon removal of the device, it got stuck inside the guiding sheath and the scoring element partially detached from the balloon. The device and the guiding sheath were removed as a unit from the patient with no injury. The procedure was completed with another balloon.